Event description:
Possible revision of pinnacle mom implants. Reason not provided, revision not confirmed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Reason for revision has not been provided and no conclusions regarding the reporting can be drawn. A search of the complaints databases finds no other reports against the cup, insert, and stem product/lot code combinations. One other report is found against the femoral head and femoral sleeve. It is not known if the reports are similar as no additional information has been provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Reason for revision has not been provided and no conclusions regarding the reporting can be drawn. A search of the complaints databases finds no other reports against the cup, insert, and stem product/lot code combinations. One other report is found against the femoral head and femoral sleeve. It is not known if the reports are similar as no additional information has been provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Addendum added 08-june-15. Information received from kennedy's. Claim received. Possible revision of pinnacle mom implants. Reason not provided, revision not confirmed. Implanted in 2005. Update may 17 2013 - patient consent form received which contained doi and dor date of (B)(6) 2011. **complaint reopened - additional information received 20 april 2015 - patients right side was revised on (B)(6) 2012 due to pain. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving new information. Depuy will notify the FDA when the investigation is complete.

Event description:
Update: april 20, 2015 the patient was revised because of pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.